Event description:
The wrong ceramic ball head 12/14 ø 36 size m 0 has been implanted instead of a ceramic ball head ø 32 m. The issue has been noticed in the first post-primary consultation and the patient will be revised.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2307699: 80 items manufactured and released on (B)(6) 2023. Expiration date: 2028-03-27. No anomalies found related to the problem. To date, 69 items of the same lot have been sold with no similar reported case during the period of review.